Event description:
The original procedure was performed on the (B)(6) 2015 with main body and contra-lateral leg successfully deployed. However, the ipsilateral leg was torqued excessively at distal end (360) and the delivery system, despite many attempts, could not be withdrawn from the patient. The physician then decided to cut the delivery system, allowing the removal of push rods and portions of the delivery system. The physician was not able to remove the entire delivery system. The flexible tip and the peek tube remained in the ipsilateral leg. After a hard, excessive pull, the peek tube was wrenched off the flexible tip. After the delivery system was removed, the proximal sheath radiopaque marker could still be seen inside the ipsilateral leg. The physician decided to surgically remove the remaining portions of the delivery system. The right common iliac artery was opened and the remaining portions were successfully removed. The ipsilateral leg was sutured to the right common iliac artery wall and the procedure was completed. Final image result showed that the stent-graft had moved down by 5mm, the fishmouth remained in good position of the aortic neck resulting in no endoleaks. (B)(4).

Manufacturer narrative:
(B)(4). DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with the product specs. There is no information to suggest that the device did not meet the final release criteria. Returned delivery system inspection: the delivery system was returned to lombard medical in several parts due to the cutting of the delivery system during the procedure. The partial ipsilateral stent (which was cut and removed), the sheath marker and top of the sheath, which was removed surgically from the vessel, were returned to lombard. After performing the inspection, it can be determined that due to the excessive force applied by the physician when attempting to remove the delivery system, the flexible tip and tip connector became detached from the centre peek tube. The centre peek tube has been identified as being pulled off. There is no obvious damage to the pusher tubes and there is no information to suggest there is an issue with the support tube release/control or luer connector. Further investigation is in process and a follow-up report shall be filed as per its conclusion.